Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was implanted for bowel and about 2 days post implant on (B)(6) 2014 the patient¿s spouse turned stimulation on and they could feel it and thought they had relief at that time. At least a week ago the patient felt a sudden symptom return. The patient couldn¿t feel stimulation and had 1 night where they emptied their entire bladder completely while sleeping. The patient had a sudden return of diarrhea and they tried turning stimulation up to 8.0v and still could not feel it. The patient¿s stimulation was on set on program 1 at 3.5v and they changed to program 2 at 0.0v and increased stimulation. The patient may have felt a little pressure but did not feel stimulation. The patient was on slow-release morphine for a toe surgery and because of this the patient could not take the lesser norco medications for the implant. The patient did not know the amount of time passing and had lost and misplaced things because of the morphine and they were moving slow because of their toe. Eight days later there was a 50 percent or greater symptom reduction. The cause of the event was not determined, I t was unknown if it was device related, and reprogramming was not needed. The patient called their health care provider¿s (hcp¿s) office post toe surgery. The patient had post-operative discomfort and wondered if it was related to their device or therapy. Turning the device off did not change the pain level. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 3889-28, lot# va0ku4l, implanted: (B)(6) 2014, product type: lead. (B)(4).